Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent high blood glucose while using the ilet system, including alerts for prolonged hyperglycemia, with a reported peak of 340 mg/dl and high values throughout the day; the user also experienced repeated infusion set difficulties and a depleted infusion line, and later encountered cgm connectivity issues due to an incorrect transmitter code entry. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included temporary discontinuation of ilet use and transition to a backup insulin pump, after which glucose values improved. Investigation included technical troubleshooting and user education on infusion set insertion, site change, and cgm transmitter pairing. Investigation of this case revealed user error related to cgm transmitter code entry and suspected infusion set issues. It was concluded that the cause of the hyperglycemia was unclear, with contributory factors including user setup errors and infusion set challenges.